Manufacturer narrative:
A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported that the healicoil rg sa 4.75mm w/2 ub-bl cbrd bl suture broke during implantation. Suture eyelet was reportedly compromised a backup device was available to complete the procedure. No patient injury was reported. There was a short delay of less than 30 minutes reported.

Manufacturer narrative:
(B)(4).